Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitoring readings appeared on the dexcom mobile application but did not display on the ilet pump, and an alarm history review showed a sensor failed alert after attempting to connect a new sensor; after toggling the pump cgm setting from g6 to g7 and re-entering the pairing code, glucose readings populated on the pump. No reported symptoms or adverse physiological effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education by guiding the user to review alarm history, verify cgm model selection, and re-enter the sensor pairing code. Investigation of this case revealed a configuration issue where the pump was not set to the correct cgm model prior to pairing, which resolved upon correcting the setting and re-pairing. It was concluded that the event was due to user setup error with no device malfunction identified.